Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter called in to report that her mother was in the hospital and needed assistance on how to remove the insulin pump. The caller requested a new battery cap because the current one was stripped. The caller stated her mother was hospitalized on (B)(6) 2015 due to high blood glucose levels of 995 mg/dl. The customer's current blood glucose reading was 300 mg/dl. The customer had symptoms of dizziness, vomiting, and thirst. The customer treated with manual injections. The cause per the health care provider was diabetic ketoacidosis and a urinary tract infection. The customer was treated in the hospital with an insulin drip, an IV, and antibiotics. The customer was released from the hospital on (B)(6) 2015. The caller completed troubleshooting for the device and nothing was found. The customer was shipped a tubing clamp and will call back when the item is available to complete troubleshooting. Nothing was returned.